Event description:
It was reported that the device has a critical error message saying to change the pump out now, the error code is 242.4030 which was resolved with found that the air in line assembly had a broken sensor, replaced the assembly and did a rate check to make sure it is working like it should. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation. The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.